Event description:
It was reported that the patient presented remotely via a merlin transmission. The pulse generator exhibited a diagnostics anomaly. No intervention was performed. The patient was in good condition and would be monitored.

Manufacturer narrative:
(B)(4).